Event description:
It was reported that the ilet emitted audible alerts while the user experienced low blood glucose on their first day of use, and the user inquired how to stop the beeping; the alert was explained as a safety feature that cannot be disabled. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose tablets and no escalation of care. Investigation included complaint handling and user education on alarm functionality and hypoglycemia management. Investigation of this case revealed device performance consistent with design specifications for low glucose alerts, with no malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.